Manufacturer narrative:
Initial reporter: foreign postal code and foreign phone number: (B)(6). Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. The drill head chamfer is visible. The proximal end of the shaft that interfaces with the drill chuck is scored in a circular manner consistent with slippage during drilling. Further examination of the drill head showed the primary cutting surface and flutes are worn. Potentially the cause for this device failure was the use of drills that have worn or dull tips, causing a result in breakage. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healthcare professional started the procedure and noticed that the drill bit was broken. Healthcare professional extracted the broken drill piece. The procedure was an acl. There were no reported patient injuries. No other complications were noted.